Event description:
At start of extracorporeal photopheresis procedure treatment noted leakage in kit at site of inlet tubing connection to centrifuge bowl (connections had appeared secure). Breach of sterility & potential for air being pulled into kit. Contacted therakos & aborted treatment. Approximately 30 ml blood loss in kit. Patient did not contact nonsterile blood or fluids as none was returned to patient from this kit. Assessed patient & labs & vital signs. Reprimed new kit - no leakage or loose connections noted. Continued with extracorporeal photopheresis procedure without problems; patient tolerating well. Returned 3" piece of tubing at leakage site to therakos after cleaning with bleach solution 1:10. Notified md.